Event description:
Caller states back to back testing on the same meter using the active system with results of "lo" and 140mg/dl. No controls were run. No adverse event reported. A request was made for the return of the suspect product and replacement was sent.